Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that full-height cubie drawer 7 failed to detect on the bus. A field service engineer disassembled the drawer in accordance with the guidelines outlined in fsg section 3.11.2. The engineer replaced the latch inspection and, while the drawer was disassembled, reconnected the retractor band cable at both the drawer and the module controller. Additionally, the row board cable was reconnected at the drawer controller and the individual row boards. During the inspection of the module controller, the engineer discovered residue from a damaged electronic component, prompting the replacement of the module controller. After reassembling the drawer, the issue was resolved. A field service engineer also confirmed that there was a delay in dispensing medication to the patient. The system functioned as intended after the field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, auxiliary drawer failed and was not detected on the communication bus. There were no adverse events or injuries reported based on this event.